Event description:
It was reported that while niv nava (non invasive ventilation neurally adjusted ventilatory assist) was being used during advanced heart failure treatment of a patient, respiratory deterioration was observed and it was decided to intubate. In order to aspirate, an active suction was connected to the edi catheter as a ng tube as normally done for ileus cases. At the induction, the patient got all the stomach's contents in the bronchial tree which led to a serious ventilation situation. ECMO (extracorporeal membrane oxygenation) was required due to the poor lung conditions. After this ECMO treatment, the patient survived and was transferred to a normal ward. According to the hospital the nutrition feeding was running while the evacuation of the swallowed air was not guaranteed. The hospital staff was aspiring the way they are accustomed to with ng tubes which usually works, but in this case the patient continued to vomit even after the edi catheter was in place. When the normal ng tube was used 400 ml were emptied. The final patient outcome was no injury. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation has been completed.

Manufacturer narrative:
No parts were returned. According to the problem description, there was no malfunction but the method used was not optimal. It is always difficult to empty a stomach in a very sick patient who regularly has decreased/delayed emptying of the stomach. Preparation to handle an aspiration should always be secured for these patients when inducing anesthesia as aspiration is a well-known complication. Continuous tube feeding during anesthesia induction is not common practice and would need securing optimal aspiration. The cause cannot be entirely attributed to the edi catheter. The chosen method with on-going tube feeding during anesthesia induction could have been a contributing factor.

Event description:
(B)(4).